Event description:
During training by facility staff, the device displayed "defib fault 72, pacer fault 116 and batt high voltage". Complainant indicated that there was no pt involvement in the reported malfunction.